Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
The complainant reported that the embolization coil would not advance through the catheter. Another device was used to complete the procedure successfully. It was further noted that the coil was stretched and kinked in several places. The patient did not experience any adverse effects due to this occurrence.